Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the arterial line pressure alarm read -2 and the nurse noted a large amount of blood on the bed. The arterial line was then clamped, patient status was checked and the line was inspected. It was noted that the extension set had a crack at its distal end. The extension set was replaced and patient was continually monitored and was stable. The event occurred in the pediatric intensive care unit (picu)/cardiovascular intensive care unit (cvicu). Although requested, no additional information was provided.